Manufacturer narrative:
The cause for the discordant atellica im tnih results is being investigated. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The following mdrs were filed for the same event: first run 37.05 ng/l (MDR 1219913-2019-00154). Rerun 58.60 ng/l (this report). Rerun again 57.25 ng/l (MDR 1219913-2019-00156).

Event description:
Customer observed lower high sensitivity troponin I (tnih) results on the atellica im 1300 compared to an alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the lower atellica im tnih result.

Manufacturer narrative:
Siemens filed mdrs 1219913-2019-00154, and 1219913-2019-00156 on (B)(6) 2019 reporting lower high sensitivity troponin I (tnih) results on the atellica im 1300 compared to an alternate method. August 26, 2019 additional information: siemens reviewed sample traces from the instrument from samples tested on july 22, 2019 and there was no evidence of a hardware malfunction with regards to sample aspiration or delivery. No further analysis could be performed as the specific log files associated with the event are not available. Siemens also reviewed the quality control from the day the samples were run. Quality control was biased low for the level 2 control and out low for the level 3 control. The level 1 control with a result that was close to the same dose value as the patient sample was on the low side of the range but within limits. There were no other samples affected. While exact cause of the discordant results cannot be determined siemens cannot rule out the following: tnih on atellica im uses different antibodies than dimension troponin I and there may be differences in recovery between the platforms. Without sample for testing or additional serial draw results on this patient this cannot be investigated further. Reproducibility of the sample on atellica: preanalytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. Siemens cannot rule out preanalytical factors. As qc results were low on the day of the initial run siemens also cannot rule out an issue with the pack/run that was corrected when a new pack was loaded and calibration performed. The customer is operational, this is the only reported issue with a patient result. There is no product performance issue confirmed. The following mdrs were filed for the same event: first run 37.05 ng/l (MDR 1219913-2019-00154 and 1219913-2019-00154 supplemental 1). Rerun 58.60 ng/l (this MDR and supplemental 1) rerun again 57.25 ng/l (MDR 1219913-2019-00156 and 1219913-2019-00156 supplemental 1).